Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece measuring approximately 0.78" x 0.07" was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument failed energy recognition. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, and the instrument generated error message "tighten assembly". The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause of the failed energy recognition test was attributed to the broken blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the connection between the harmonic ace instrument and the gn11 generator host machine failed. The procedure was completed with no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: a fragment did fall into the patient and was retrieved during the same procedure. It was confirmed to be retrieved under direct vision. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was unknown if post-operative test(s) like an x-ray or ultrasound was performed to check for remaining fragments. Intuitive surgical, inc. (Isi) did not receive a video; the customer stated they are unable to provide the video.